Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with a low blood glucose of 27 mg/dl. The customer had a blood glucose reading of 197 mg/dl the night before, and treated with a bolus. The customer was treated with glucose by his wife and then treated by paramedics. The customer's wife removed the insulin pump before the customer was hospitalized. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to follow up with a health care professional regarding the cause of the low blood glucose.